Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.